Event description:
After being implanted into the patient, the port would not flush. The port was removed and on inspection, it was found that there was a "cap" built into the end of the port. There is a slit on the side of the lumen but the lumen end does not allow for flushing.